Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. Occurrence: unable to perform complaint lot history check due to an unknown lot number for bending during use pe, breaks off during use pe & npi needle pain. A review of risk management document (B)(4) revision 10, indicates that the potential risk of this specific reported incident (nano pro pen needle, bending during use, breaks off during use & npi needle pain) was captured and addressed appropriately. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 ca broke off in the consumer's stomach during use and was removed with tweezers. The following information was provided by the initial reporter: "pharmacist called on behalf of "elderly" consumer. Stated, when taking injection, patient end of pen needles bend stated, during injection, patient end of pen needle has broken off in her/his stomach. Stated, the needle the broke off in injection site, was removed successfully with a tweezer. Did not seek medical stated, consumer also complained, injections are painful when using the nano pro pharmacist stated, she switched the nano pro out for the bd mini pen needles, (5mm) and consumer has not had issue since the change. "